Event description:
It was reported the patient had their drg ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively. Related manufacturer reference number: 1627487-2022-06677.

Manufacturer narrative:
Date of event is estimated.